Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno fiberscope was returned to the service center with a report of kink in the end and broken fibers. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, exhibited the bending section cover glue is chipped was found. There was no patient involvement.